Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-01650. (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary (B)(4), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, per the physicians, the patient may have been showered plaque into the cerebral vasculature because of the multiple catheter exchanges. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
One day post procedure, the patient had a stroke and at this point she is stable. It presented on the morning of pod1, a stroke alert was called, and she was sent for a CT. She had a heavy thrombus burden in her descending ao and the team believes the patient may have showered plaque from her annulus due to the multiple catheter exchanges. The patient had severe leaflet calcification and sas. The 23 mm sapien3 valve was positioned with the middle marker sitting on top of the leaflet insertion points (coplanar annulus). The valve appeared coaxial and stable. The team started rvp, pressure dropped to 50 mmhg systolic and the valve was slowly inflated. When the valve was about 60% inflated, the md stopped inflating to pull the pigtail back and then rapidly inflated the valve the rest of the way. Cine was lost and when it was regained the balloon was still up. Once deflated the pressure slowly returned to baseline and the valve was assessed. There was moderate pvl and the team spent the next 10 minutes assessing location of the leak. The angio revealed a high valve placement, 95:5 aortic/ventricular. Post dilation was performed with 1+ cc but the leak did not improve. A second valve would be placed just below the inflow of the first valve. The valve landed 50:50. The position was lower than desired as the valve was close to the hinge point of the anterior mitral leaflet. There was none/trace leak and good hemodynamics. Patient transferred to the ICU in stable conditional after all lines were removed. Per the report, stopping the inflation to remove the pigtail and rapid inflation may have caused the valve to move up.